Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient fell on her pacemaker. The device exhibited output, capture, and sensing anomalies.